Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. In addition, it was reported that premature battery depletion was observed. This crt-p was subsequently explanted. Another device was implanted to complete this procedure. Return is not expected as it was reported this device was disposed of after explant. No additional adverse patient effects were reported.